Event description:
Software version context: recent software modifications introducing artificial intelligence (al) modules. This report targets a critical software performance failure where the rapid deployment of an unregulated artificial intelligence (al) update has disabled foundational clinical safety infrastructure. Following a live software modification on (B)(6) 2026, the vital integration link that allows amazing charts ehr users to open updox was completely broken. Updox functions as our primary clinical system for patient secure messaging, receiving external lab/imaging diagnostic results, and interprofessional clinical data exchange. Because of this specific software failure, physicians can no longer open updox through the ehr. This completely blocks the communication pathway between our saginaw rheumatology practice, our patients, and external healthcare entities. Rheumatology workflows rely heavily on tight clinical monitoring for immunosuppressed patients on high-risk biologic regimens. This total breakdown in the communication interface introduces an immediate risk of unmanaged medication toxicities, delays critical lab reporting, and prevents timely interventions during patient disease flares. The deployment of clinical al features should not be permitted to break or disable core legacy communication infrastructure essential for daily patient safety. Actions requested by FDA: we request that the FDA review this software performance failure as a significant clinical safety risk caused by unmitigated al product deployment, and mandate that the developer provide an immediate hotfix to restore baseline communication systems.